Event description:
It was reported in a printed literature article that an angio-seal was deployed in the femoral artery post cardiac catheterization. A pre-deployment angiogram with contrast was not performed. The procedure was performed through a 6f sheath. Post procedure, the patient required additional hospital care due to swelling of the puncture site. Treatment consisted of applying a pressure bandage and a period of bed rest. The patient was discharged from the hospital the next day. The implant, explant and event date are unknown; sometime between (B) (6) 2006 and (B) (6) 2007. The angio-seal deployer is unknown.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.